Event description:
Event title: confidential describe the event or problem: while performing the procedure the physician was using a rigid ureteroscope, and he felt it break. We opened a single use digital flexible ureteroscope and while using this scope again, he commented that he felt it broke. It was pulled out of the patient and examined. The scrub tech asked the physician if a piece could have been left behind in the patient. He said if it did it would be too small to be seen. What was the original intended procedure? Retrograde renoscopic stone extraction with laser lithotripsy and stent exchange what problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working).